Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. There was no product returned for investigation. In reviewing the data logs, there is clear evidence that the placement signal pressure readings start to trend downward toward the end of the case. Since the placement signal low alarms were confirmed to be set off as they should, the optical sensor data was all within specification throughout the case, and the patient condition was clearly deteriorating, the root cause was determined to be patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient. During support, placement signal unreliable were observed. The placement alarm was disabled. Decision made to withdraw care, patient expired.